Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is a damaged weld connection at the p4 pad. The root cause of the damaged connection is mechanical shock from physical impact. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.